Event description:
A patient had been hospitalized on the evening of 02/2006 due to diabetic ketoacidosis. The patient's blood glucose at the time of admit was 496mg/dl with large ketones. The reporter states they had been experiencing blockage alarms for several days prior to the hospitalization. Per the attending nurse the cannula of this patients infusion set was kinked when she came into the hospital. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.